Manufacturer narrative:
The reported event of erosion and undersensing were not confirmed. The sterilization records were reviewed and no evidence of abnormal sterilization was found. Testing and visual inspection did not find any anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor had false pause episodes. Upon review, the device had eroded through the patient¿s skin. The device was explanted and replaced. The patient was stable after the procedure.